Manufacturer narrative:
Explant investigation: the device fragments were returned to w. L. Gore & associates for investigation. Submitted unfixed were two gore acuseal vascular graft fragments (vgf-1 & vgf-2). The device fragments had been transected prior to arrival at w. L. Gore and associates. The lumens of both devices were widely patent and generally devoid of tissue. The abluminal surfaces presented diffusely yellow/tan and were generally devoid of tissue. A longitudinally oriented, undulating distortion of the luminal surface was present (approximately 2 mm wide), running the length of the fragments. The undulating pattern was in alignment with a longitudinally running indentation present on the abluminal surfaces, which also ran the length of the fragments. A transverse transection was made by the explant investigator (ei) near the mid-region of vgf-1, to display the undulating luminal pattern. The transection revealed that the outer eptfe layer was separate from the inner silicone layer, in the area aligning with the longitudinal undulation/indentation. The device fragments were not properly stored in a fixative solution for proper preservation of the tissue on and within the device fragments. Therefore, a histopathological examination of the tissue could not be performed, due to the lack of proper fixation prior to arrival at w. L. Gore & associates. Vgf-1 & vgf-2 were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the fragments were examined for material disruptions with the aid of a stereomicroscope. The material disruptions identified (i.e., transections, forceps/clamps disruptions, cannulation marks, radial film wrap disruptions, and fullthickness backwall perforations) were consistent with those caused by interaction with surgical instrumentation (i.e., scalpel/scissors, forceps/clamps, and cannulation needles) likely used during a surgical procedure. The exact time and cause of the longitudinal layer separation could not be determined from the information provided and given the extent of the material disruptions identified (i.e., cannulations, surgical instrument interaction).

Manufacturer narrative:
It was mentioned that the device is available, but the status of the device is unknown at the moment. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for a collier shunt in the subclavian artery with a gore® acuseal vascular graft. It was stated that an emergency removal of the prosthesis had to be done, as the arterial limb was no longer open. According to the surgeon the gore® acuseal vascular graft is frayed and the layers were peeling off from the inside, which have been seen on the ultrasound.

Manufacturer narrative:
D8/d9 device returned to manufacturer. H6 evaluation codes investigation findings 213 refers to phr review: a review of the manufacturing records indicated the lot met all pre-release specifications. Phr review heparin coatings and sterilization records: a review of the manufacturing records indicated the lot met all pre-release specifications.